Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro, ous btt balloon would not inflate. A replacement device was used to complete the procedure.

Manufacturer narrative:
The cannula and the hemopro tool were returned to the factory for eval. A visual inspection was performed and no defects were observed. The btt device was not returned to maquet cardiac surgery for investigation, therefore no eval could be performed. Internal complaint number (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).